Manufacturer narrative:
H6: investigation summary the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to a broken waste line fitting. A worn, lose or broken fitting can contribute to leaks in the fluidics line. This aged fitting caused a leak within the instrument which flowed to the bottom underneath it. The fse (field service engineer) confirmed the issue and replaced the part with a spare the customer had on hand. This part was requested for evaluation because the fitting is not a returnable part and was discarded. After the repair, the instrument was rebooted by the customer and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscalibur¿ flow cytometer: 4 color. The following information was provided by the initial reporter: fluid that leaked waste dripped out of calibur nobody was hurt. Steps taken with customer/troubleshooting: are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on (B)(6) 2020 the fse provided the following additional information: when asked if the customer uses bleach or a decontaminate in their waste tank, the tsr replied "yes, they use bleach in the waste tank." Additionally, on (B)(6) 2020 after reviewing work order notes the following additional information was added: the waste that leaked was not mixed with bleach or a decontaminate.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-06-03, however, information obtained from work order notes making complaint reportable was received 2020-08-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facscalibur¿ flow cytometer: 4 color. The following information was provided by the initial reporter: fluid that leaked waste dripped out of calibur nobody was hurt. Steps taken with customer/troubleshooting: are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-06-09 the fse provided the following additional information: when asked if the customer uses bleach or a decontaminate in their waste tank, the tsr replied "yes, they use bleach in the waste tank." Additionally, on 2020-08-26 after reviewing work order notes the following additional information was added: the waste that leaked was not mixed with bleach or a decontaminate.